Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor of heart attack.

Event description:
Dexcom was made aware on 12/08/2016 that on (B)(6) 2016, that the patient experienced an adverse event. Patient reported visiting the hospital for a mild heart attack. Patient was treated with IV fluids. At the time of the event, patient was wearing the continuous glucose monitor (cgm). There was no alleged device malfunction. At the time of contact, patient is stable. No additional event or patient information is available no product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.